Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert for post paced t wave oversensing. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.